Manufacturer narrative:
The device was returned, and the evaluation found the b30 error was due to moisture traces on the video connector socket. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had a b30 error (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 & h11. Based on the results of the investigation, there was corrosion on the electrical contacts of the output connector. It is possible that a temporary contact failure caused a communication error. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the issue was found at preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.